Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged that the device caused headache, eye irritation and nasal irritation. The patient was reportedly hospitalized in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.